Manufacturer narrative:
Device evaluation summary: the closurefast catheter and the ancillary device guidewire was returned stuck in the catheter. No cine images or procedure notes were returned for evaluation. Visual inspection of the catheter shaft revealed no abnormalities or deformities. A guidewire was stuck in the catheter luer hub section and was unable to be removed when attempts were made. The investigation was able to confirm coil damage to the catheter heating element/coil. A visual inspection of the device found the coil portion was bent and the fep was deformed approximately 4mm and extends to approximately 6.5mm from the distal tip. A visual inspection under magnification revealed the fep on the coil was deformed and had a red dried material embedded the fep was damage. The dark dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The appearance of the damage/char mark on the coil is due to uneven compression of the vein over the full length of the heating element. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast catheter to perform radiofrequency ablation procedure of the great saphenous vein. It was reported the closurefast was unable to reach temperature, the generator displayed error code ¿replace catheter¿. Another device was used to complete the procedure with the same generator no issues noted. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.